Manufacturer narrative:
Investigation pending. Add'l lot #: 241836.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 3.5 (strip lot #243934), 1.2 (strip lot #241836), 1.2 (strip lot #241836). Pt's therapeutic range: 2.0-2.5, not higher than 3.0 inr.